Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that alarm sound was generated, and the front plane turned off due to defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the insufflator generated black screen with alarm after powered on. The supporting device was the video system center (otv-s190). The issue occurred during reprocessing. There were no reports of delay in the unspecified procedure and patient was not under anesthesia. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a defective cr [circuit] board, causing the screen to black out. A further cause of the defective board could not be specified. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.